Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when at the end of resection during a thoracic surgery, after the stapling, bleeding on the staple line was noted. It was stated that the surgeon do stiches hemostasis to resolve the problem.